Manufacturer narrative:
Date of removal is unknown. Removal of easyspine system, no information about the reason of the revision. Replaced by another system. Device not returned.

Event description:
Revision to remove easyspine system and replace by another system.

Manufacturer narrative:
No additional information received despite several attempts. Regarding lack of information available, the root cause of the revision can not be determined.